Manufacturer narrative:
Device evaluated by MFR: initial condition of the returned device did not identify failures or evidence that could be lost due to decontamination process. A delivery wire, main coil and introducer sheath were returned for this complaint. Besides, a rotational hemostatic valve (rhv) was returned. The coil and delivery wire arms were interlocked inside the introducer sheath, however, the main coil interlocking arm was not attached to the coil (the interlocking arm returned inside the introducer sheath). The introducer sheath was inspected and no anomalies were noted, the twist lock had been opened; however, blood residues were found inside. The main coil was found kinked and stretched, besides, the fiber bundles had blood residues. Also, the interlocking arm was detached. No more damages were found in the device. The delivery wire was not possible to be advance through the introducer sheath, due to the main coil interlocking arm was detached and it was necessary to cut the sheath in order to release the main coil. Microscopic inspection was performed on the delivery wire and the proximal end has a smooth surface. The interlocking arm was in good condition. The main coil was inspected and the zap tip has a smooth surface. The main coil was stretched and kinked with excessive quantity of blood in its fiber bundles. The interlocking arm was detached from the main coil. Dimensional inspection on the delivery wire and main coil was performed and met specification.

Event description:
Reportable based on device analysis completed on 27-jan-2019. It was reported that severe resistance was met when advancing the coil. A 6mmx20cm interlock-35 was selected for use. During introduction, the coil was tried to deliver inside the microcatheter under continuous flushing, however severe resistance was met. The procedure was completed with different device. No patient complications were reported. However, device analysis revealed that the interlocking arm was detached from the main coil. It was further reported that the detachment issue occurred outside the patient's body and that the device was not inserted into the patient yet.